Event description:
On (B)(6) 2014, the customer reported to medela customer service that her pump in style power adapter housing felt hot and smelled of burning plastic. During the product eval on (B)(4) 2014, the tech observed a melted hole in the transformer housing exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for eval. The defective power adapter was received at medela on 0(B)(4) 2014 and evaluated (B)(4) 2014. A product eval confirmed the customer reported problem and revealed the transformer housing has a hole, exposing inner electrical circuitry, which is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed the transformer housing has a hole, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the ac blades measured open, which is not normal and indicates that the thermal fuse had blown. Picture #1 - condition of transformer housing.